Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was 471 mg/dl, for which she declined troubleshooting assistance. She stated that she did not receive the option to update her sensor and was advised that the insulin pump would not allow her to calibrate for a blood glucose value of over 400 mg/dl. She stated that this issue recurred every time she inserted a new sensor during the two hour initialization phase. She declined any further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.